Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA(B)(4) .

Manufacturer narrative:
Age/date of birth: unknown, information not provided. Gender/sex: unknown, information not provided. Catalog number: a complete catalog number is unknown, as the serial number was not provided. Expiration date: unknown, as the serial number was not provided. Serial number: unknown, information not provided. UDI #: a complete UDI # is unknown as product serial number was not provided. If implanted, give date: unknown, not provided. If explanted; give date: not applicable as the lens remains implanted. Concomitant medical products: healon gv pro, lot: ue31214 and phaco handpiece, sn: (B)(4). Device manufacture date: unknown, as the serial number was not provided. Attempts have been made to obtain missing information; however, to date, no response has been received. Device evaluation: the complaint sample was not returned to the manufacturing site (the lens remains implanted); therefore, product testing could not be performed, and the customer's reported complaint could not be verified. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A search of complaints related to lot number cannot be performed since the serial number is unknown. Conclusion: since the device is not available, the complaint issue reported could not be verified and product deficiency could not be determined. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a patient developed endophthalmitis post-surgery where a model aab00 intraocular lens (iol) was implanted. The reporter indicated that they do not have any reason to believe that the cause was johnson & johnson (j&j) product related. No additional information was provided. This report captures the event for the iol. A separate report is being submitted for each j&j device used in this case.